Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned fragments were visually and electrically analyzed. Further inspection revealed a deformed fixation helix. Cuttings in the insulation and deformations of the distal shock coil were found. These damages occurred most likely during explantation procedure. Due to the damages the mechanical inspection of the lead was not properly feasible. The electrical inspection of the lead was limited to the dc resistances of the lead fragment. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the fixation helix was found deformed. No indication of a material or manufacturing problem was noted during analysis.

Event description:
Ous MDR - after an implantation period of about 3 months, increased threshold values up to 6.5v were reported. No adverse patient side effects have been reported.